Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal coronary angioplasty [ptca] procedure, the clinician was experiencing a lot of friction while attempting to deliver an aspiration catheter over an .014 guidewire, through an interventional guide catheter to complete an intra coronary artery thrombectomy. The aspiration catheter was replaced with a new one to successfully complete the procedure. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was tested for function and the failure could not be reproduced. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.